Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure, which was completed with the same device. There was no procedure delay or adverse consequences reported.